Event description:
It was reported that the pump "has damage to charging port, the cord is loose and falls out.". There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.